Event description:
This is the same patient and same event reported under MDR ID # 2939859-2002-00092. This is the second MDR submitted for the second suspect product. Patient experienced hypersensitivity with abscess formation after injection with collagen. Injecting physician did not skin test the patient properly. Patient has been treated ineffectively with various oral and im antibiotics, including: augmentin, cipro, ampicillin, levoquin and dicloxacillin. Patient's current physician is going to treat with topical cyclosporin.